Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not left implanted.

Event description:
Healthcare professional reported, leaked when attempting to fill with saline, during implantation surgery¿ with style 68 saline, filled breast implant. Patient contact occurred. Surgery was completed with a back-up device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ broken device: observed opening device assessed as surgical damage. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported leaked when attempting to fill with saline during implantation surgery¿ with style 68 saline filled breast implant. Patient contact occurred. Surgery was completed with a back-up device.